Event description:
It was reported that during implant of a bifurcated device and an infrarenal aortic extension, an endoleak remained postoperatively. Reportedly, during the procedure, the proximal end of the bifurcated main body did not land at the aortic neck location that the physician had planned, only a small portion of the proximal aortic neck was covered by the proximal section of the bifurcated device. The physician elected to implant an infrarenal aortic extension to treat the uncovered aortic neck area and performed balloon angioplasty. An angiogram was performed, which showed a proximal endoleak and an endoleak between the components. In order to resolve the endoleaks, repeat angioplasty was performed on the proximal aortic neck, as well as at the overlap area of the aortic extension and bifurcated graft. However, the endoleaks did not resolve. The physician elected to implant an additional infrarenal aortic extension, placed proximal to the previously implanted extension, below the renal arteries. Repeat angioplasty was performed, followed by repeat angiography. The angiogram showed the endoleaks were reduced put persisted. The physician decided to conclude the procedure and follow up the patient. The patient came back for follow up the next month and a CT scan showed the endoleaks had resolved. The patient was reported as doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted int he patient.